Manufacturer narrative:
(B)(4). Method: the facial seal (small) of the complaint 400475 simplus mask was received at fisher & paykel healthcare in (B)(4) where it was visually inspected. No other components of the complaint mask were received as the customer had discarded them before the event was reported. Results: visual inspection of the facial seal revealed occlusion of the bias holes. A lot check was not performed as no lot information was available. Conclusion: based on the investigation conducted, it appears that under extremely rare circumstances the tool which forms the bias holes did not fully insert during the moulding process. To date, we have not received any other complaints of similar nature for the simplus product range. Our user instructions also state the following: "do not block the exhaust holes. Before use, always ensure that the gas is flowing out of the exhaust holes."

Event description:
A healthcare facility reported via an fisher & paykel healthcare (fph) representative that the facial seal of a 400475 simplus full face mask had blocked bias holes. No patient consequence was reported.

Manufacturer narrative:
(B)(4). The complaint 400475 simplus full face mask was returned to fisher & paykel healthcare in (B)(4) for evaluation. We are currently in the process of conducting our investigation. Upon completion of our investigation we will provide a follow-up report.

Event description:
A healthcare facility reported via an fisher & paykel healthcare (fph) representative that the facial seal of a 400475 simplus full face mask had blocked bias holes. No patient consequence was reported.